Event description:
Patient reported they went to the dentist, the dentist had to give them medication for infection they have in their gums, they have possible active periodontal disease.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.